Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fusion surgery sometime after implant, and during this surgery the surgeon had to cut the leads. There were no leads left in the epidural space, however a portion of the lead that was connected to the ins was still present in the sub-q location along with the ins still present in the patient. Additional information was received form the healthcare provider (hcp). It was reported the patient had explant of stimulator and leads (B)(6) 2020. The issue was resolved. No further complications were reported/anticipated.